Event description:
Customer reports that the canula is warped and that the proportion of canula shield to the tube is not proper. Customer reported that the device was not used on a patient. Covidien is attempting to collect further details related to this report.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.